Manufacturer narrative:
Findings: evaluated 2 open/used reservoirs. Inspected reservoir¿s snap-cap width dimensions, also using a new lab infusions set connected. Reservoirs easy to connect/lock/release properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a problem with his insulin pump. Customer states when he is trying to put the infusion set cap in reservoir it does not want to lock in place. Customer states he cannot get infusion set connected to reservoir, he states it first however it does not lock in place. Advised customer sending canister to send in faulty items. Customer also states he went through two sets of infusion and reservoirs. The reservoir will be returned for analysis.